Event description:
While treating pt in 2nd degree heart block, pacing feature intermittentaly shut off. Pads in place. After run - device checked, found therapy cable defective when wiggled, indicating loose or broken connection wire.